Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 01/08/2025: 1. Section a. Box 1. Patient identifier. 2. Section a. Box 2. Age at time of event/age unit. 3. Section a. Box 3a. Sex. 4. Section b. Box 3. Date of event. 5. Section b. Box 5. Describe event or problem. 6. Section h. Box 6. Medical device problem code 2. Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2025-00003. 1. Section e. Box 1. Country. Evaluation of the returned red72 confirmed that the catheter was fractured. Evaluation revealed that the hemostasis vale adapter (hva) was on the fractured location of the red72, and internal coil winds were stuck inside the hva, indicating that the red72 likely fractured at the hva during retraction. If the red72 is retracted at an angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations throughout the length of the red72. This damage was incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a velocity delivery microcatheter (velocity), and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the red72 over the velocity through the neuron max into the internal carotid artery (ica). The physician then experienced resistance and noticed that the red72 could not advance past the cavernous segment of the ica. Therefore, the physician decided to remove the red72. While retracting the red72, the physician fractured the red72 on the proximal length. The fractured red72 was unable to be removed by hand. Therefore, the physician removed the neuron max containing the red72. The procedure was completed using a new neuron max, another aspiration catheter, and the same velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on this follow-up #01 and are being corrected on this follow-up #02 MFR report: 3005168196-2025-00003. Investigation finding codes: (investigation findings 1, investigation findings 2, investigation findings 3, investigation findings 4 - should be blank). Section h. Box. 11. Additional manufacturer narrative. Evaluation of the returned red72 confirmed that the catheter was fractured on its proximal shaft. Evaluation revealed that the hemostasis vale adapter (hva) was on the fractured location of the red72, and internal coil winds were stuck inside the hva, indicating that the red72 likely fractured at the hva during retraction. If the red72 is retracted at an angle, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations throughout the length of the red72. This damage was incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and velocity delivery microcatheter (velocity). During the procedure, the physician advanced the red72 over the velocity through the neuron max into the internal carotid artery (ica). The physician then noticed that the red72 could not advance past the cavernous segment of the ica. Therefore, the physician decided to remove the red72. While retracting the red72, the physician noticed that the red72 was fractured but remained connected with its inner wire coils that were observed coming out of the valve of the neuron max. Therefore, the physician removed the neuron max containing the red72. The procedure was completed using a new neuron max and a new aspiration catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.